Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing tested the ventilator visually and no anomalies found. Also tested in ventilation and service mode, the transducer alarm is visible. This is a known issue which can be referenced with CAPA ca-2017-0206. The transducer was replaced and the issue was resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned to vyaire medical. Therefore, a definitive root cause cannot be determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
It is reported to vyaire medical that the vela ventilator experience transducer fault alarm after software booting. The customer confirmed there was no patient involvement associated with the reported issue.